Manufacturer narrative:
Unit received with blank display due to severe corrosion on all electronic assemblies. Unable to verify critical pump error (open book image) or sensor anomalies due to blank display. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, peeling end cap address label, corrosion on force sensor assembly, moisture damage on motor assembly and severe corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The insulin pump will be returned for analysis.